Event description:
The customer reported that the system was intermittently shutting down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The power supply was determined to be faulty. The customer will be replacing the power supply themselves.